Event description:
It was reported that the pump battery intermittently could not be charged. The customer's blood glucose level was 250 mg/dl. Reportedly, the pump successfully charged using an alternate usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.